Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. Physical damage was caused to the chamber following the failed leak test due to repeated handling by the healthcare facility. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack on the chamber's dome. Further analysis indicated that the crack was due to a mechanical force. The healthcare facility reported that the crack on the dome formed following repeated handling by the healthcare facility. Conclusion: the root cause of the failed ventilator leak test was unable to be determined. All mr290v vented autofeed humidification chambers and rt380 adult dual heated evaqua2 breathing circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. Physical damage was caused to the chamber following the failed leak test due to repeated handling by the healthcare facility. There was no patient harm reported.